Manufacturer narrative:
E1: initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the sterile packaging of a micro-volume with luer lock end syringe inlet was received unsealed. This was observed before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: b3, b5, h4, h6 (update codes), h11. B5: there were two (2) syringe inlets that were received with the packaging unsealed. H4: the lot was manufactured february 2025. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.